Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the ccd unit, the circuit board inside the scope connector, or the video system center. If significant additional information is received, this report will be supplemented.

Event description:
The user found that error b30 (scope communication error) was displayed and the electric contact part of the video connector had a disconnection. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.